Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position: the clinical states that the impella was alarming of low ps and it was confirmed with echo that the pump migrated into the ventricle. The impella was successfully repositioned and there was no more alarm. Due to a lack of sufficient clinical information, the root cause of the how the device migrated into an improper position, cannot be determined. Hemolysis: the clinical details state that there was hemolysis noted with the impella cp and earlier in the day the pump was in an improper position but that was corrected. There was no other information regarding the hemolysis. The data logs show that there were confirmed positioning alarms around the time of the positioning event, but the motor current and flows were stable throughout the case run. Due to a lack of sufficient clinical information regarding if the hemolysis resolved with repositioning, and no product returned, the root cause of the mechanical interaction with blood cannot be established.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that during impella cp support, the patient had hemolysis. Blood products were given and good pump position was confirmed via imaging during the hemolysis. There was a tinged foley in urine. The pump was removed due to hemolysis. The patient landed in the intensive care unit in stable condition. Once the field representative arrived at the patient¿s bedside, the impella was alarming placement signal low, and the impella appeared to have migrated into the ventricle. The impella cp was repositioned successfully with final measurement of 4 centimeters from the aortic valve annulus with inlet mid left ventricle space. The touhy was tightened. The pump was removed due to hemolysis.